Event description:
Customer reported experiencing a current low blood glucose level. Cause was not known. Reportedly, customer was at the emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.